Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) ((B)(6)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(6)).

Event description:
It was reported that three-fourths of a cleo 90 infusion set cannula broke off in the patient's body. The patient's endocrinologist advised no further action as the patient's body would eventually push the object out of the body. The area surrounding the cannula had "[scabbed] over". The patient's blood glucose levels were adversely affected and reported at 179mg/dl. A bolus via a pump was administered to address the high blood glucose. No permanent injury was reported.